Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. A system check was performed, and the occlusion was found to be within the cartridge. Multiple cartridge changes were performed and insulin was resumed. However, the customer reverted to manual dose injection and a replacement pump was sent to the customer to resolve the issue. Was performed and resumed insulin therapy. There was no reported adverse impact on the customers blood glucose level.